Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture was performed, and the activated clotting time (act) was 293 seconds. A watchman access system was positioned and a 31mm watchman flx closure device and delivery system (wds) were advanced. The wds was repositioned a few times. The wds was deployed and while assessing release criteria a thrombus was observed on the threaded insert of the closure device via transesophageal echocardiogram. Aspiration was attempted, but unsuccessful. The wds was released, and the thrombus remained present on the closure device. An additional 10,000 units of heparin was administered, and the act was 540 seconds. The thrombus was observed for 30 minutes and remained unchanged. The patient awoke and stayed overnight at the hospital. The patient will take full dose eliquis and repeat imaging at the 45-day follow up appointment to assess thrombus resolution.